Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged. The lead was repositioned but dislodged again while the physician was tying the lead down. The lead was repositioned again and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.